Manufacturer narrative:
The device was received in normal range of operation. Device image analysis indicated no anomaly. Further analysis did not find any anomaly and battery voltage was still within normal operating range. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17110. It was reported that when the pacemaker dependent patient presented at a follow-up in-clinic, slightly elevated capture thresholds were observed on the right ventricular lead. The decision was made to extract the original system to prevent possible dislodgement and infection. No signs of infection were ever observed. The old system was explanted on the right side and re-implanted on the left side. There were no other malfunctions and it was believed that all issues stemmed from the original device migrating, resulting in the lessening of slack on the leads. The patient was stable after the procedure.